Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. The lead remains in-service, and the plan appeared to be to increase the alert limit to 150 ohms and monitor. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. The lead remains in-service, and the plan appeared to be to increase the alert limit to 150 ohms and monitor. No adverse patient effects were reported. Additional information was received indicating the ra lead exhibited high, out-of-range shock impedance measurements of up to 145 ohms. No adverse patient effects were reported.